Manufacturer narrative:
The calibration result was within specifications. The qc results were within specifications. There was no indication of a performance issue with the reagent. The alarm trace had multiple abnormal aspiration and sample short alarms noted on the date of event, near the time the patient sample was run. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number is ban15 with an expiration date of 29-sep-2025. The field service engineer (fse) inspected the analyzer and determined an issue with the sample probe had caused the event. He replaced the part and performed a complete adjustment in the software. He verified the analyzer's performance with a successful 21-cup precision test and operational and mechanical checks. The investigation is ongoing.

Event description:
The initial reporter received a questionable na electrode result from 1 patient sample tested on the cobas pro ise analytical unit. The initial na result from the reported line was 138 mmol/l. The repeat result from another line was 131 mmol/l. The initial result was not reported outside the laboratory as it did not match the previous result. The repeat result was deemed correct.